Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed several pre-use checks without any issue. No abnormal found during ventilation for about four hours. It passed several pre-use checks after ventilation. However, during testing with the gas module test system, it was found that there was a small deviation in the flow measurement. Replacing a printed circuit board (pcb) inside the gas module resolved the issue. Further inspection on this pcb revealed that the flow zeroing circuit has higher voltage than what it should have. Two integrated circuits (ics) had 1,7v measurement while the reference voltage was 0.02mv. Replacing all the ics in this circuit didn't resolve the issue. It was not possible to find which component caused the high voltage. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).